Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to confirm unexpected batt out limit alarms due to keypad anomaly. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not performed. The device was returned for analysis.